Event description:
The customer contact reported a crack between the clave secondary access port and the cassette of the tubing set; subsequently a leak was noted. It was reported that during priming of an unspecified concentration of normal saline, prior to patient use, it was noted that the clave secondary port on the cassette of the tubing set was cracked. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.